Event description:
Upon donning catalog #at71061, insta-gard, blue isolation mask, a cna had an allergic reaction experiencing hives and itching from her head to her lower abdomen, respiratory distress and swelling of her tongue and left side of her throat. The cna refused emergency treatment and transport to the nearest hospital ER facility. Another rn supervisor administered a dose of benadryl and the cna was forcibly put into a cold shower to alleviate her symptoms. The rn director later reported the cna has a previous history of mild reactions and allergies to perfumes, soaps and environs. The employee had been experincing mild reactions when donning the mask on 3-4 other occasions, but failed to report this to her supervisor for fear she would be reassigned to another work area.

Manufacturer narrative:
A sample of the product in question has not been provided for our evaluation. A review of the d.h.r.for this product shows nothing, which might contribute to this problem. The materials in this mask have been tested and found to be non-cytotoxic.